Manufacturer narrative:
Information referenced the main component of the system and other applicable components are: product ID: 8835, serial# (B)(4), product type: programmer, patient.

Event description:
Information was reported by a healthcare professional (hcp) regarding a patient receiving morphine (10 mg/ml at 1.001 mg/day) and bupivacaine (4 mg/ml at 0.4003 mg/day) via their implanted pump. The dose from their personal therapy manager (ptm) was morphine (0.15 mg) and bupivacaine (0.06 mg) with 2 min duration; 4 hr lockout, 1 per 4 hrs and 6 per day. The indication for use was non-malignant pain and radiculopathy. On (B)(6) 2016 the hcp reported that the patient had given themselves a bolus earlier that day and then went through an airport scanner and said that they were there for about 5 min and was concerned about their pump so they checked it by requesting another bolus. The patient thought they received successful boluses both times and the requests were only 35 min apart when the patient's lockout is 4 hours. The patient also had noted that they get a flushed feeling when they give themselves a bolus and they felt that both times after the boluses. Additional information was reported by the hcp on (B)(6) 2016. It was unknown what oral medications the patient was taking at the time of the event as they had not had an office visit since (B)(6) 2016. The patient's pertinent medical history included lower back pain, laminotomy decompression l5-s1, and migraines. The patient's known allergies include ancef, intravenous pyelogram (ivp) dye, keflex, latex, mastisol, and steri strips. Additional information was reported by an hcp on (B)(6) 2016. It was reported that the patient was just about to get on a plane when he called the hcp and the logs have not been read because the patient was travelling. The extra bolus has not been confirmed and the cause is unknown. It was noted that the patient had always felt a flushed feeling after boluses, it was unknown what that started by there was no concern about a device or therapy issue with the flushed feeling.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.